Event description:
It was reported that the recently implanted device was oversensing and undersensing. The device sensitivity was increased, and the device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime asystole event counter reads 133.